Manufacturer narrative:
Product ID: mc1vr01-delsys, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys / expiration date: 14-apr-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 23-oct-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion, it was also reported that during angiography, deformation of the access route to the right atrium from the superior vena cava (svc) and the patient's advanced age and spinal curvature were considered part of the deformation. It was reported that the leadless implantable pulse generator (ipg) exhibited poor thresholds and was then successfully implanted on second deployment. Drainage was performed on the pericardial effusion. No further patient complications have been reported as a result of this event.